Event description:
A customer contacted haemonetics on (B)(6) 2012 to report that a phlebotomist was stuck by needle form faulty needle guard post procedure. No donor injury or reaction was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012 to report that a phlebotomist was stuck by needle for faulty needle guard post procedure. No donor injury or reaction was reported. This event resulted in an injury which necessitated medical intervention (administration of a tetanus shot) to preclude permanent impairment to the operator. The alleged malfunction of the needle guard cannot be confirmed as the sample was discarded. (B)(4).